Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material/viscous air bubbles from the tip of the forceps channel could not be reproduced and the foreign material could not be identified. A definitive root cause of the issue could not be determined, however, bubbles may have been generated at distal end due to an observed leak at the biopsy channel, or foreign material may not have been removed due to insufficient reprocessing due to the leakage. The event can be detected/prevented by following the instructions for use sections below: instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope adhesive protrudes into the channel, during reprocessing, scratches in the biopsy channel, and an adhesive bubble at the distal tip of the biopsy channel. Update received that the event was visualized during borescope examination for a diagnostic/screening colonoscopy procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was not confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: leaking from biopsy channel, tear and scrape marks inside channel of the forceps passage, dents in the distal end plastic cover, old glue on the objective lens, tiny chip and old glue on the light guide lense and cracked bending section glue. The investigation is on-going. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.